Event description:
It was reported, the pt experiences irritation at hip and buttock when stimulation is on as well as positional changes in stimulation. The pt also has new pain in a new area. The physician explanted and replaced the leads with a different model. The physician also electively replaced the ipg. Products will not be returning to sjm. Note the pt had two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.